Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to unknown product performance issues. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
Amendment corrected fields: b5 describe event or problem h6 impact codes and device codes this event is no longer reportable since the device was explanted due to normal battery depletion.